Event description:
It was reported by the affiliate that the (1) mcm30 was used during an unknown procedure. It was reported that the clips fell before the procedure. There are no other details available. The case was completed with and device and there was no consequence to the pt.